Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.5/+2.0/090 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) and (under 21yrs of age at date of implant). Claim# (B)(4).